Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) discomfort on the scrotum. It was noticed that the pump was difficult to cycle. The pump retracted back very high and deep in the scrotum; the deflation button was harder to find. The device is still implanted. No further patient complications reported.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced pain and discomfort on the scrotum. It was noticed that the pump was difficult to cycle. The pump retracted back very high and deep in the scrotum; the deflation button was harder to find. The device is still implanted. No further patient complications reported.